Event description:
Caller reported a cgm error, specifically error 42, which affected the sensor operation. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and assisted the caller through the reset process. Following the reset, the pump did not display the error code again, and the caller successfully started their sensor session.